Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient never had therapeutic effect. The patient was not following with a doctor currently.

Event description:
It was reported the patient never had therapeutic effect and kept having problems. They still wet everywhere and had to wear diapers and pads. The patient's stimulator was not on. The patient's diaper rash was healing. The stimulator was not working. The patient was asking about explant. The patient met with their healthcare provider. Their programmer batteries were dead. The batteries were replaced and the patient tried different programs. The patient was told they were holding four ounces of urine and not emptying. The stimulator was working now. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g4qp, implanted: 2014-(B)(6), product type: lead. (B)(4).